Manufacturer narrative:
(B)(4). Dexcom labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2010, the patient experienced a skin reaction. Date of issue is an approximation. The sensor was inserted into the arm. The reaction was located underneath the sensor adhesive patch. Upon removal of the sensor, the patient stated that the skin was red and had a scar. The patient stated that they tried various over-the-counter products to treat the affected area which included scar away. At the time of contact, the patient was doing okay. No additional patient or event information is available. It was reported that the sensor was inserted into the arm. Dexcom labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen).